Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of over 600 mg/dl. The customer was treated for the high blood glucose with an insulin shot. The caller was afraid that their insulin pump was not delivering insulin properly. The customer delivered a bolus of one unit but barely received a drop. The customer felt symptoms of being thirsty and irritation. The customer was assisted with trouble shooting and the insulin pump started working as designed after passing the self-test. The customer did not return the product back for analysis.